Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were there any clips in the area where this blue cartridge was fired (does the surgeon clip over his staple lines)? There were no clips in the staple line. Is a video available of the case or firing with the blue cartridge? No video - sorry! Can you estimate how many of the orange drivers fell into the patient? Did the surgeon visually verify that he removed all of the drivers? I only saw one driver that he pulled out. A photograph was returned for ees to review and the following summary was provided by ees field quality engineer: when drivers have been pushed upward on one side of the knife but no on the other. This is an indicator that the sleds ability to push the drivers up on one side was hindered. We typically see this if the device is closed over a hard object like a clip. There did appear to be a slight diagonal depression just at the point where the sidewall started to collapse. However this is based on photographic evidence in one plane so this could be just the result of the collapsing plastic. The second photograph shows the partial dislodgement of the cartridge pan distally. This is an indicator that as the damaged sled was driven forward the driver were being pushed forward rather than upward, with some being plowed forward causing the pan dislodgement. There are indicators to what might have happened with the device firing, however there is not enough clear visual photographic evidence to determine the true cause of the complication based on photographs alone.

Manufacturer narrative:
(B)(4). One piece sled. The cartridge was returned fully fired and damaged at the knife slot area. Furthermore, the one piece sled was noted to be damaged and the pan was found dislodged from the cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic gastric sleeve procedure. The case is ongoing at the time of the reporting. The surgeon fired across the stomach, device made a strange noise and then plastic piece (orange drivers) fell into the patient, the pieces were retrieved. The redundant stomach was left unstapled. The surgeon had to use 2 more reloads to close the redundant stomach. The same device with different cartridges was used to complete the case. There was no adverse consequence to the patient. On what tissue type was the device used? Stomach. At what location on the tissue? Towards the fundus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Gold, blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes. If so, when? At the 6th firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Since launch. Was there a recent conversion to ees devices in this account or with this surgeon? No.